Manufacturer narrative:
Sc-8216-70 (sn (B)(6)). The returned lead was analyzed and revealed that the lead was cleanly cut into five pieces. At several locations, the lead body was melted and cables are burned out. It appeared that electrocautery was used during the explant. The damage is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes that the source of the pain was not determined. However, the labeling review found that the reported event of pain is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device. The complaint of inadequate stimulation could not be confirmed. Electrical test could not be performed due to the severe explant damage to the lead. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the stimulation inadequate complaint and the conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing pain at the ipg and lead site for 5 days and within a last week the patient had been uncomfortable of it and the patient was also experiencing inadequate stimulation. It was also noted that the patients right hip down to the feet was swollen. The patient underwent a revision procedure wherein the ipg was replaced and the extensions removed where as the lead remained implanted. The patient was doing well postoperatively. The explanted device will not be returned. Additional information was received that the lead was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 17414866. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 17432794/16323982.

Event description:
It was reported that the patient was experiencing pain for five days at the ipg and lead site. It was also stated that the right hip down to the feet have been swollen. The patient was admitted to the hospital for two days and had a cervical injection two days before the procedure. And then the patient underwent a revision procedure wherein the ipg was replaced and the lead extensions were removed while the existing leads remained implanted. The patient was doing well postoperatively and the explanted devices were not returned.